Event description:
This spontaneous report was received on (B)(6) 2012 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number 0111s6s1, frequency and expiration date unspecified). After an unspecified duration while brushing the teeth, the toothbrush cracked in the middle and broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Based on the quality investigation, the reported lot number 0111s6s1 was confirmed as an invalid lot number and the manufacturer was not able to perform a batch record review. The manufacturer reported no related product changes or any manufacturing/facility issues that would affect the production of this product from (B)(6) 2010 to (B)(6) 2012. Sample was not received. A review of the data associated with this complaint category (breaks/falls apart with use and reportable pqc) revealed no adverse trends. Due to the lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case would be reopened and investigated accordingly once the sample received. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 0111s6s1 to 20111sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 a review of the trending data revealed no adverse trends. An increase was noted which could be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling. Retain sample was evaluated and met specification. One toothbrush lot 20111sg s1 was received. The hard plastic appeared cracked on the right side of the toothbrush about 3 mm below the top of the thumb grip. Packaging was not returned. It was observed that the defect in the returned complaint sample was not due to a manufacturing occurrence and it was manufactured according to the specification. The material of the handle had been changed, validated and released in sep-2012. Based on the information available, this device was used as intended for treatment. No adverse trends had been noted with this product or lot. Although the returned sample received was broken, it was stated that the product defect was not due to a manufacturing occurrence. The toothbrush broke due to high compression forces on the handle. It was verified that during the validation of this product, the toothbrush was subjected to overbend testing and no toothbrushes broke. The manufacturer confirmed the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number 0111s6s1, frequency and expiration date unspecified). After an unspecified duration while brushing the teeth, the toothbrush cracked in the middle and broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number 0111s6s1, frequency and expiration date unspecified). After an unspecified duration while brushing the teeth, the toothbrush cracked in the middle and broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, the reported lot number 0111s6s1 was confirmed as an invalid lot number and the manufacturer was not able to perform a batch record review. The manufacturer reported no related product changes or any manufacturing/facility issues that would affect the production of this product from (B)(4) 2010 to (B)(4) 2012. Sample was not received. A review of the data associated with this complaint category (breaks/falls apart with use and reportable pqc) revealed no adverse trends. Due to the lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case would be reopened and investigated accordingly once the sample received. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route- dental, lot number 0111s6s1, frequency and expiration date unspecified). After an unspecified duration while brushing the teeth, the toothbrush cracked in the middle and broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, the reported lot number 0111s6s1 was confirmed as an invalid lot number and the manufacturer was not able to perform a batch record review. The manufacturer reported no related product changes or any manufacturing/facility issues that would affect the production of this product from (B)(4). Sample was not received. A review of the data associated with this complaint category (breaks/falls apart with use and reportable pqc) revealed no adverse trends. Due to the lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case would be reopened and investigated accordingly once the sample received. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from 0111s6s1 to 20111sg s1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.